Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value: 16 june 2025 12:46 pm; sg under 40 mg/dl, bg 237 mg/dl, did nothing that would influence bg, 30 minutes later unknown as this was during the callrt. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. In-house testing of the returned sensor, along with sensor in vivo data, indicated optical instability, which likely contributed to the inaccuracy observed. This is indicative of an issue with the sensor's internal electronic component. The user was offered a sensor replacement as a resolution. B4.date of this report 14 sept 2025. G3.date received by the manufacturer? 14 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.